Event description:
The defibrillator would not "fire". The observation or observations upon which this allegation was based was not reported. A backup device was immediately obtained and used to continue pt treatment. Although pt outcome was not reported, the reporter indicated pt outcome was not affected, due to use of the backup device.